Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. E.1 initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 failed and it was not detected on the bus. The field service engineer (fse) resolved the issue by reseating loose connections in the drawer and testing for proper functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed and it was not detected on bus. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported based on this event.